Manufacturer narrative:
(B)(4).

Event description:
It was reported that start new sensor prompt occurred. The sensor was inserted into the arm on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed due to no pairing code. Data log analysis was performed and failed. The allegation was confirmed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.